Manufacturer narrative:
During a coil embolization procedure, both coils (orbit rdfl complex mini coil 638mf0407/15458613 and orbit rdfl complex fill coil 638cf0615/15455159) were stretched during inserting into the target aneurysm. After the event, the coils and delivery systems were removed from the patient without any issues, and an adequate continuous flush as maintained through the (mc) microcatheter at all times. The same mc was utilized to complete the procedure, since there were no kinks in the mc that may have contributed to the event. There is no information available regarding the vessel or aneurysm location or characteristics. A balloon or stent remodeling product was not used during the procedure. During insertion or any other time, no resistance was met, and no force was utilized to advance or remove the coil/delivery system. It is not known if the mc was repositioned over the coil during placement or any other procedural factors related to the timing of the event. A non-sterile orbit rdfl complex fill coil was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received zipped without damage. The support coil, gripper and part of the embolic coil were received inside of the introducer. The support coil and gripper were found without damaged while the embolic oil was found stretched. The gripper and embolic oil were inspected under microscope through of the introducer; the gripper was found without damage while the embolic oil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed. Although a definitive conclusion cannot be made, the conditions of the embolic coil and the kinked damage found on the device appear to have been caused by application of excessive force. Based on the analysis and the device history records review there is no indication of a relationship to the manufacturing process. Additionally inspections are in place to prevent this type of failure from leaving the facility. Based on the limited available information, no definitive conclusion can be made; however, it appears that procedural factors may have contributed to the reported event. Therefore no corrective action will be taken at this time. This is one of two products involved with this adverse event, which is associated with mfg report #1058196-2012-00170 and 1058196-2012-00171.

Manufacturer narrative:
This is one of two products involved with this adverse event, which is associated with mfg report #1058196-2012-00170 and 1058196-2012-00171. The product is expected to be returned evaluation and analysis: however, has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure, both coils (orbit rdfl comple mini coil 638mf0407/15458613 and orbit rdfl complex fill coil 638cf0615/15455159) were stretched during inserting into the target aneurysm. After the event, the coils and delivery systems were removed from the patient without any issues, and an adequate continuous flush was maintained through the (mc) microcatheter at all times. The same mc was utilized to complete the procedure, since there were no kinks in the mc that may have contributed to the event. A balloon or stent remodeling product was not used during the procedure. During insertion or any other time, no resistance was met, and no force was utilized to advance or remove the coil/delivery system.